Manufacturer narrative:
Age: unk, weight: unk, sex: unk, ethnicity: unk, race: unk, date of event: unk, expiration date unk, implant date: unk, explant date: unk, device MFR date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric tmicl implantable collamer lens, in the patients right eye (od). The surgeon plans to explant and exchange the lens but currently the lens remains implanted. Additional information has been requested but none has been forthcoming.